Manufacturer narrative:
Concomitant product: t50521h tissue valve, implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead warning triggered and was programmed to unipolar pacing due to low impedance measurements. Atrial high rates episodes were noted that showed oversensing on the atrial lead possibly due to unipolar sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.